Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00094 on (B)(6) 2023. Additional information (B)(6) 2023): siemens further evaluated the event and determined that a bent reagent 1 (r1) probe potentially contributed to the falsely elevated high-sensitivity troponin I (tnih) result. The issue was resolved with the service activities described in the initial report. The investigation conclusions code of section h6 was updated to reflect additional information. MDR 2432235-2023-00093 and the associated supplemental report were filed for the erroneous result obtained on the same instrument.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on the atellica im 1300 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated, in duplicate, on the original instrument and again on a non-siemens instrument. The repeat result of 5.158 ng/l from the original instrument was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated tnih result.

Manufacturer narrative:
An outside of united states customer contacted a siemens customer care center and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on two patient samples on the atellica im 1300 analyzer across two days ((B)(6) 2023). The quality control (qc) was within range on the day of the event. A field service engineer (fse) was dispatched to the customer's site. During the visit, the fse found that the reagent 1 (r1) probe was bent. The fse performed alignment of r1 probe to reagent compartment and incubation. The fse checked and verified alignments, which passed. Then, the fse replaced r1 probe, checked wash port alignments, removed and cleaned all aspirate probes, checked pinch valves, removed and cleaned secondary vacuum tube, and re-adjusted vacuum pressure. Next, the fse ran auto check, which passed. Later, the fse performed hard shut down, reviewed logs, and ran quality control, which was within specifications. The cause of the falsely elevated tnih results is unknown. The instrument was performing within specifications. No further evaluation of this device is required. MDR 2432235-2023-00093 was filed for the erroneous result obtained on (B)(6) 2023.